Manufacturer narrative:
Date is estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the ins was implanted very close to the surface of the skin and was coming out of their skin. The patient had revision surgery about 1 week after initial implant. No further patient complications are anticipated or expected as a result of this event.